Manufacturer narrative:
The customer indicated that the sample associated to this report is expected to be returned to the manufacturing site for analysis. If significant information is identified from the sample analysis, a summary of the investigation results will be provided in a supplemental report.

Event description:
The company received a report where it was claimed that the leak was observed around the trachea hole during patient use which resulted in poor ventilation. The caller reported that the non routine extubation and reintubation of a replacement tube was required.